Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue began probably a few months ago. Patient stated it was taking hours to charge the implant and it was only lasting for a day. Agent reviewed information. Patient also mentioned the controller took hours to charge. Agent reviewed controller charging duration. When agent asked for more information patient mentioned both their controller and implant were probably not charged and it wouldn't do anything. Patient's leg was bothering them lately. Patient mentioned their previous implant lasted them over ten years and they didn't have to charge the implant. Patient never had a problem with their previous implant. Patient did not like their current implant at all. Due to vague reason for call and agent having difficulty working with patient caller in the background helped to troubleshoot. During the call caller removed the battery and plugged the ac power. Controller powered on. Caller inserted the battery and green light was flashing above the screen. Caller got no device found. Agent reviewed information. Agent called patient back and patient got 100/100/100 on passive recharge. Patient was able to get excellent. Controller was at 40% and implant was in the red. Patient mentioned that they had to hold the recharger still or if they even moved they would get good or poor or it would stop charging and the patient would have to reset. Patient didn't think they received a belt. Due to patient's problems with charging agent sent request to repair to replace the recharger and recharging belt. Patient also had a bad back and they had a back brace. Agent also redirected patient to their hcp about the implant only lasting a day.